Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following a non-device related back surgery the patients ipg was subsequently shorted out. It was also reported that when the bsn sales representative tried to turn on the stimulator there was communication failure. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that following a non-device related back surgery the patients ipg was subsequently shorted out. It was also reported that when the bsn sales representative tried to turn on the stimulator there was communication failure. The patient will undergo an ipg revision procedure.

Event description:
A report was received that following a non-device related back surgery the patients ipg was subsequently shorted out. It was also reported that when the bsn sales representative tried to turn on the stimulator there was communication failure. The patient will undergo an ipg revision procedure.